Manufacturer narrative:
(B)(4).

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) tined pacing lead due to malfunction. The plan began to extract this lead and replace it with a new ra lead. A right ventricular (rv) lead was also present in the patient but was not targeted for extraction. A spectranetics lead locking device (lld #2) was inserted within the ra lead to provide traction to aid in extraction. The physician then chose to begin the extraction with a spectranetics 14f glidelight laser sheath. The glidelight device was able to advance through the subclavian area and then encountered significant lead on lead binding between the ra and rv lead which was very scarred together throughout the innominate/superior vena cava (svc) junction. The physician encountered so much lead on lead binding that the lld #2 began to pull back due to the level of traction required to make progress and to keep the leads off the lateral wall of the vasculature. Once the lld #2 pulled back, the physician stopped and chose to go with a smaller device, choosing a 12f glidelight device, with the thought that because the lead on lead binding between the ra and rv leads was so scarred together, that the smaller glidelight device could accommodate for the tight space between the ra and rv lead. Some progress was made to the svc junction, and then progression stalled altogether. The lld #2 started coming back further so the physician chose to go back to the 14f glidelight device in order to use less traction on the lld which by this time had pulled back into the subclavian region portion of the ra lead. Very slow progress was made with the lead on lead binding with use of the 14f glidelight device, but the physician did not go around the svc bend, when the scar tissue between the leads released, followed by the patient's blood pressure dropping. This blood pressure drop was discussed between the electrophysiologist (ep) and the cardiothoracic (CT) surgeon, with the thought that this was a vagal response occurring in the patient. The ep kept the 14f glidelight device exactly where it stopped around the svc junction and the team watched for another 40 seconds, but the patient's blood pressure continued to drop. Rescue efforts began, including rescue balloon, medications, blood, bypass and sternotomy. Once the patient had stabilized, the team discovered a tear at the innominate/svc junction, exactly where there was significant scar tissue between the ra and rv leads. The CT surgeon showed the ep how abnormally thin the patient's vessel wall was, and the patient's vessel wall had to be repaired in a patch like fashion in order to get the injury fully repaired, with the physicians working together to complete the repair. The physicians felt that this injury would have happened in the anatomy during lead extraction, regardless of tools used. The tined portion of the ra lead (less than 2cm) which was confirmed to have not been cut by the physician, remained in the patient's body (please reference MDR 1721279-2021-00057 which captures the lld which was present in the ra lead and significant traction was being applied to the lead, and could have caused or contributed to the portion of the ra lead remaining in the patient's body). The rv lead remained in the patient as well, unaffected by the procedure. To complete the case, an epicardial lead was placed and the patient survived the procedure. The patient continued to improve and was discharged. It was reported that the patient was subsequently doing well and only needed an ra pacing lead now, with no heart block and no need for an rv lead. This report is being submitted to capture the 14f glidelight device that was the last device in the area of injury at the time the patient's blood pressure dropped. There was no alleged malfunction of the glidelight devices in use during the procedure.

Manufacturer narrative:
H3): the device was not returned to the manufacturer, thus no evaluation will be completed. H6): added codes: 4755, 4619, and 4621.